Event description:
It was reported the bearing was unable to fully sit onto the tibial implant. A cps insert was used to complete the procedure.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, d5, d10, g3, g6, h1, h2, h3, h4, h6, h11. Visual examination of the returned products identified the distal surfaces exhibit nicks gouges. The locking features were found to be flared out. Visual examination of the provided picture identified an articular surface not fully assembled with a tibial plate. Review of the device history records identified no deviations or anomalies during manufacturing. Insufficient information provided. Unable to perform a compatibility check. Medical records were not provided. Complaint is confirmed with product return and the provided picture. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.